Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had discomfort while charging. The recharger, recharger antenna, and implantable neurostimulator (ins) would get hot during recharging. The patient felt warmth at the ins site and recharger antenna head area. These issues started on (B)(6) 2016. However, they had not seen the temperature warning during recharging. The patient met with a manufacturer representative on (B)(6) 2016 and the recharger was frozen. They had been using the antenna locate feature prior to the recharger freezing. The manufacturer representative suspected that the ins was dead. They were sent a replacement recharger for troubleshooting. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.